Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain in a new area. The physician administered injection to the patient but still having pain.

Event description:
A report was received that the patient was experiencing pain in a new area. The physician administered injection to the patient but still having pain.